Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right ventricular channel. One premature ventricular contraction was observed. No pacing inhibition was noted, and the crt-d remains in service. No adverse patient effects were reported.